Manufacturer narrative:
According to the instructions for use for auto logic system (B)(6): "the controls are situated on the top of the pump and a sophisticated alarm system differentiates between normal operation and genuine system faults. If an alarm situation is detected an indicator illuminates the top and front of the pump and an audible warning sounds." When the power supply is being cut off, the pump is showing the power fail indicator - the visual alarm illuminates when the mains power failure has been detected. No arjo device failure that could have contributed to the event was confirmed. The correlation between the mattress and the patient¿s fall could not be established. Allegedly, the patient fell from the mattress due to deflation; however, the technician who attended the site confirmed, based on the patient's wife's statement, that the patient was trying to get out of bed. All the information gathered confirms that the patient's fall was the result of an intentional exit from the bed. According to his wife, the patient had a history of getting up and trying to get out of bed when he was not supposed to. Arjo device did not fail to meet its specification when the reported event occurred. The device was in use for the patient treatment and from that perspective it played a role in the event. The device was performing as intended. The complaint was assessed as reportable due to the allegation of a patient fall from the mattress. The device was manufactured before UDI was implemented. The device was distributed outside the us and no gudid information exists.

Event description:
It was claimed by the customer that the auto logic mattress deflated and allegedly the patient had fallen out of the mattress. No injury was sustained as a result of the fall. The system consists of a mattress and a pump and was used with a non arjo bed. The bed was in the lowest position but was not equipped with safety sides. During the service visit, it was found the plug had been pulled from the wall, which might cause the mattress to be deflated due to the power system being cut off. No device failure was found.